Event description:
A customer reported experiencing a low blood glucose level of 41 mg/dl. Customer consumed carbohydrates to address the issue, and there was no need for assistance from a third party. Technical support assisted the customer in updating basal rate settings and recommended consulting with a healthcare provider for further adjustments.